Event description:
It was reported that during an sigmoidectomy procedure, the tissue pad was detached off and fell into the patient. The tissue pad was retrieved with a forceps soon. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic anterior resection procedure, while mobilizing the rectum, the instrument error code five came on. The instrument was cleaned and reassembled in the usual manner followed by going through the pretest once more. The test cycle was noticeably longer while eventually a long constant tone came on when the activation button was depressed compared to the intermittent beeping usually heard. The generator presented no error code in this situation. A new device was opened and the case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Added additional information: the device was returned with the tissue pad detached from the clamp arm but the piece returned. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.